Event description:
Customer reported an issue with the apl valve on the a5 anesthesia delivery system, which may have affected anesthesia monitoring. No patient injury was reported.

Manufacturer narrative:
Company rep eval the system. Corrections included replacement of the system's apl valve. System was safety tested to factory's specifications.